Event description:
It was reported to medtronic neurosurgery by a patient's mother that her daughter's valve has changed settings about seven times. The exact dates the valve changed settings were unknown. It was stated that the valve will typically drop one pressure level setting, from pl 2.0 to pl 1.5, when it inadvertently changes settings. It was also stated that her physician believes that the magnetic bracelets, seats, and blankets that the patient's mother uses around the house for chronic pain management are the cause of the level changes. The patient stated that she avoids the magnets. A MRI was taken of the valve in (B)(6) 2013, and the patient's physician did not see anything wrong with it. It was also reported that the patient had a headache at the time of report, but she felt better after taking an advil. The patient also stated that she has not had any injuries due to the level changes.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies.